Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unexpected power loss alarms in the pump history file and power error was triggered when the lithium backup battery (loaded vlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to connector resistance issue. Connector for connector board was properly connected during visual inspection. The connector was disconnected and reconnected then monitored for 2 days with the insulin pump functioning properly during testing as shown in the power management graph. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, slightly damaged keypad overlay texture, faded serial number label, peeling end cap address label and slight corrosion in battery tube. (B)(4).

Event description:
It was reported via phone call that insulin pump had recurring power loss alarm. Customer¿s blood glucose was 14 mmol/l at time of incident. It was also reported that the insulin pump alarmed power error. It was reported that the power error alarm recurred after troubleshooting. Insulin pump was return for analysis.